Event description:
It was reported by the mitek rep. That 2 mitek vapr suction electrodes malfunctioned during use in the subacromial space. There was no patient injury reported. An MDR is being filed to document this event.